Event description:
Additional information was received from the manufacturer representative (rep). It was reported that this issue has been resolved. The rep switched patient back to the a program and had her turn up intensity to where she felt stimulation. The rep reeducated patient on dtm programming and how it¿s supposed to be paresthesia free. Patient now understands how the programming is supposed to work. The rep instructed patient to turn up intensity if she¿s concerned she is not getting stimulation. There are no issues with device at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they met with a rep for adjustments yesterday as pt had serious sciatica. When asked the sciatica event date, pt was a little confused and said they met with a pa at the clinic about a month ago and was told they needed their therapy adjusted as that was why pt had bad sciatica. Pt then said they met with their healthcare provider (hcp) on (B)(6) and then the rep yesterday for the adjustments. Pt said they could feel stim after the adjustments yesterday (pt said rep moved pt from group b to a) but now today pt wasn't feeling the stimulation at all. Pt was on group a during the call (programs 1-4) but when they looked at the intensity, pt reported it was 0.0. Pt tried increasing intensity but did not feel stimulation. Pt then tried group b (intensity was on 3.8) but still did not feel stim. Pt then tried group c and again did not feel stim and intensity was at 0.0. Pt went back to group a and tried increasing the programs again to 2.0 but did not feel any stimulation. Pss asked, pt did not remember what intensity the rep set stim on yesterday when they met, and pt said they had tried calling the rep, but the number would ring once and then not anymore. The issue was not resolved. Pss emailed rep on pt's behalf and reviewed pt could try to continue changing stim intensity if they wanted to see if they could feel stim.